Manufacturer narrative:
Investigation result of guidewire distal tip detached, exposing the tip of the metal core wire. A visual evaluation of the returned guidewire revealed that the distal tip was detached and the core wire was exposed by approximately 0.3cm. The core wire tip was exposed. The detached segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during the manufacturing process. Sanding marks were found on the core wire. The complaint is not consistent with the returned guidewire since the distal tip was detached and the core wire tip was exposed. Based on all gathered information, the investigation fails to determine a definite root cause. There are investigations in place to address distal tip related issues. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) with stone removal procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic coating peeled. However, the very tip of the metal core wire was not exposed. The procedure was completed with another jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on (B)(6) 2015 that the hydrophilic tip was detached, exposing the tip of the metal core wire.